Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 device history record: the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. The reported complaint was confirmed.the swivel adaptor does not lock and unlock properly. Evaluation showed that the base handle is out of adjustment and needs to be readjusted. The unit needs repair, and replacement of worn parts.general maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is1 of 2 reports which is linked to mfg report number 3004608878-2021-00043: a facility reported that the mayfield composite series base unit (a3101) was having a locking issue. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.